Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced mest extrusion. An excision of the mesh was performed.

Manufacturer narrative:
Coloplast has not provided any corroborating evidence to verify the info contained in this report.